Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A doctor reported severe negative dysphotopsia and severe lens epithelial cell overgrowth over the anterior optic of the lens in an eye following an intraocular lens (iol) implant procedure. The patient has noticed slight blurred vision. The lens remains implanted. Two photos of an undilated pupil for od and os were provided and reviewed by a company physician. Both images are mainly focus on the anterior surface of the iol, where an amorphous whitish material apparently compromising the optic of the iol, is observed. The origin and exact location of the membranous like material, or any potential effect on vision, cannot be determine from the provided photos. The observations may be compatible with lens epithelial cell ongrowth. Four additional photos after replacement of iol in one eye were provided. The reporter noted a "gap between iris and capsule" that is observed in (B)(6) of the photos. No other abnormalities associated with the reported complaint are observed. Potential effect of the apparent gap on vision or iol position cannot be determined from photos. There are two medical device reports associated with this event. This report is associated with the right eye.